Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Imdrf device code a090208 captures the reportable event of poor-quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d controller was used on an unknown procedure performed on (B)(6) 2023. During the procedure, while the scope was inside the patient, the exalt model d controller powered off. The account rebooted exalt to recover image but it had a pink tint on image, then the controller powered off one more time. The procedure was attempted to be completed using a second exalt scope but the exalt controller rebooted again resulting in a loss of visualization. The procedure was unable to be completed as a result of this event. There have been no patient complications reported as a result of this event.